Event description:
Customer called to report the pump's driver arms seemed to be loose when the infusion set was changed and the driver block moved freely across the lead screw in the locked position. It was stated that the customer tightened the driver block pin and the driver arms were tighter. High bgs were treated with bolus.